Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The case was uneventful and the patient was discharged and went home one day post implant. It was reported that the patient expired two days post implant. The physician indicated there was thrombus in the thoracic aorta above the anatomy where there stent graft was placed. No further information is available.

Manufacturer narrative:
(B)(4).